Manufacturer narrative:
The event occurred at (B)(6) hospital in (B)(6). (B)(4). Approximate age of device ¿ 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced infection. In (B)(6) 2017, corynebacterium was found from the blood culture. In (B)(6) 2017 a tiny the driveline was debrided and a small amount of corynebacterium was found at the pump pocket. The patient was experiencing chronic infection despite of antibiotics, debridement, and vacuum-assisted closure. The physician decided to address the infection by explanting the pump and implanting a different manufacturer's device. No further information was provided.

Manufacturer narrative:
A correlation between the returned heartmate ii lvad and the reported infection could not be conclusively determined through this evaluation. The evaluation of device did not reveal any device-related issues. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the percutaneous lead (driveline) did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.